Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The cardan joint was broken. The manufacturing records were reviewed and no discrepancies were identified. Report source: complaint occurred in (B)(6). Complaint information provided by distributor, (B)(4).

Event description:
The customer is complaining the instrument to be defective without giving any detail. No adverse events were reported. Upon receipt of the device at greatbatch it was determined that the cardan joint was broken.